Event description:
It was initially reported by the hospital that the pt was in the ICU for bradycardia, it is unk the relationship to vns. The pt does have a history of cardiac issues and is implanted with a pacemaker. Good faith attempts to gain more info have been unsuccessful to date.